Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K101880.

Event description:
It was reported that patient has severe pain at site #19. Implant removed. Patient to return for future implant re placement. As a result of the event no injury to the patient was reported.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg (tsvt6b10) was returned for investigation, see attached image a849 in the complaint. Visual inspection of the as returned product identified bone on the threads along with a mount. No damage identified. The returned device was measured with a caliper (cal1334 cal due: (B)(6) 2020) and verified to match dwg no. Pd- tsvt6b10 rev b, see attached image 1. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #19 and was used for approximately 9 days. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.